Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. During visual inspection of the ac adapter, carefusion found a burn mark on the bottom housing. During internal inspection, carefusion found a burnt board of the ac adapter. This unit is un-repairable.

Event description:
It was reported by the customer that the ac adaptor from an ltv 1150 has a burn mark on it. The customer stated that he smelled smoke and saw the smoke. He also reported that he saw vapor from the plastic melting. It was also reported that the unit has a visible hole in the it where the plastic melted. The customer reported that there was patient involvement but no ham or injury.